Event description:
During cardioversion with r2 pad firmly attached to anterior chest, electrical arc occurred during shock with 20 joules energy. Arc occurred under pad and litter side of pad off chest. Pt was not burned with event and cardioversion was successful with 1 shock.